Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported that the cartridge was leaking from an unspecified location. The customer loaded a new cartridge and successfully resumed insulin therapy. Customer¿s blood glucose level was 200 mg/dl.